Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose levels and the insulin pump alarmed no delivery during the manual prime procedure. The blood glucose reading was 520 mg/dl, which was treated for with a manual injection. The customer stated that the battery did not last longer than a week. Upon troubleshooting, it was found that the insulin pump did not alarm and was working as designed. Advised that a replacement battery cap would be sent for the battery issue. Nothing further reported.